Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that there was an 8780 catheter issue that occurred during the procedure. Healthcare professional (hcp) error reportedly resulted in a bent catheter tip that resulted in inability to advance the catheter. A new 8780 was opened, placed with no issue, and the bent catheter was discarded. There were no patient symptoms or complications associated with the event; the patient was alive with no injury. The patient was "doing fine" and receiving effective therapy per the manufacturer's representative. The pump was being used to infuse preservative free saline at the time of the event and was to be filled by the managing pain hcp at a later unknown date. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.